Event description:
The customer reported that internal and external paddles messages stopped pacing on a pt.

Manufacturer narrative:
(B)(4). The customer reported that internal and external paddles messages stopped pacing on a pt. The customer stated that the relationship of device behavior to pt outcome could not be determined. Philips evaluated the device and verified the reported symptom. The therapy cable and therapy port were replaced to resolve the issue. We will consider this an intermittent malfunction related to the electrical connection between the therapy cable and the therapy port.